Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly shutdown when the battery gauge was at 100%. Blood glucose level was impacted (274 mg/dl) and was addressed by administering a manual injection. Reportedly, the customer plugged the pump into charge and subsequently declared a malfunction alarm. It was indicated that the customer would administer manual injections as alternate insulin therapy.